Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Product code: dqx. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, while taking the cope nitinol mandril wire guide out of the artery through the needle, the wire reportedly frayed and came apart in the artery. To remedy the situation, the operator reportedly pulled the needle and the wire out together, and re-stuck the patient to finish the procedure. The customer confirmed that although the wire frayed, no part of the wire broke off into the patient at any time. No further complications were reported by the customer. The circumstances surrounding the handling and usage of the device prior to the reported product issue were not reported. The device is reportedly available for return; however, as of the date of this report, the device has not yet been received for evaluation.

Manufacturer narrative:
Investigation summary: a review of the complaint history, instructions for use(IFU), device history record, specifications, quality control and manufacturing instructions were conducted during the investigation. The device was not returned for further investigation. However, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found one unrelated non-conformance associated with the complaint device lot number which was reworked prior to further processing. It should be noted there were no other reported complaints for this lot number. A caution label included in the packaging shows a depiction warning to not pull the distal spring coil portion of the wire guide through the needle tip. It is feasible to suggest the wire frayed ¿while taking it out of the needle.¿ based on the information provided and the results of our investigation, the root cause has been determined to be procedure related because the wire guide was withdrawn through the needle, which is against labeling provided with the device. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.